Event description:
The customer called to report multiple motor error alarms as well as being hospitalized twice due to high blood glucose levels. The customer was driving at the time of the call, and was unable to troubleshoot or provide details regarding the hospitalization. The customer stated that she would be calling back. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.